Event description:
It was reported that "connector manufactured with blue/white colour coding wrong way round. No injury as pt didn't need defibrillation during the operation".

Manufacturer narrative:
The product has been received, and is being evaluated by our quality engineer. Once an investigation is complete, a supplemental will be filed.